Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Visual inspection of the returned articular surface found the dovetail feature is flared out. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00598003702, stemmed tibial component precoat size 4, lot # 63869621, catalog #: 90597003014, articular surface regular constraint, lot # 63211929. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Will be returned.

Event description:
It was reported that during surgery the first articular surface did not fit with the tibial, a second was opened up and used, however that did not fit well either. The surgeon decided to leave in the second articular surface.